Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/11/2015 with the following findings: on examination, the pump case is intact without damage to the battery compartment. Investigation did not duplicate the alleged battery compartment crack. Unrelated to the original complaint, the display screen was noted to be dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.